Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose or low blood glucose of 290 mg/dl at the time of incident and current blood glucose was 558 mg/dl. The customer did experienced the symptoms such as lethargy. The customer treated with the bolus and manual injection. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
No device problem found. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test.